Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on radius assessed as a surgical impact opening, for the stress mark in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is a sharp opening on radius assessed as a surgical impact opening additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown and calcifications. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.